Event description:
Per report from hospital contact, nurse programmed morphine infusion with bag containing 100mg morphine in 100ml diluent. When programming pump, nurse entered 1 mg/100 ml concentration and over-rode guardrails protective limits. Patient received 100 ml over 1 hour period. Pt reported to be opiate tolerant hospice patient and tolerated event well after narcan reversal. Hospital contact had nurse repeat programming while he/she watched, and nurse again entered incorrect concentration. Contact person stated that pump was not available for investigation because it had been put back into circulation. Later found pump module without point of care unit. Event logs downloaded by hospital biomed, but found that logs only went back to 8/05. Biomed stated logs may have been cleared, or serial number given to him by pt safety officer may have been incorrect and this was not the correct pump module involved in the event. No further investigation was possible.